Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet, describing the system as aggressive and discontinuing use for several weeks, with attempts at factory resets and subsequent consultation with a healthcare provider and training support. Symptoms included dizziness and delirium associated with low blood glucose. Outcomes included self-treatment with oral glucose tablets without need for assistance, medical intervention, or hospitalization. Investigation included product history review, complaint history review, and user education and troubleshooting by customer and clinical support. Investigation of this case revealed no device malfunction or alarm behavior and suggested patient overtreatment of hypoglycemia and therapy management challenges rather than a device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management and use error.